Event description:
The nurse reported aspiration issues occurred during the case. A posterior capsule tear occurred. The surgeon did not implant the iol. Thirty procedures were postponed. The company sales representative reviewed and changed the system settings. The postponed cases were completed after the settings were changed. There have been no further problems reported with the system.

Manufacturer narrative:
The facility did not request service for the system and stated the system was functioning normally. No samples were sent for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery.